Event description:
It was reported that the black locking handle loosens during the rinse function and slides out slowly upwards. There was no harm or adverse event for patient, operator or third party reported. No further information received. Update avoe 05-jul-2021: it was confirmed that the failure occurred when the device was connected to the patient. The settings of the device were set to standard (45 ml). No harm for patient, operator or third party occurred and the mistake was not really noticeable.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The reported event was confirmed. The service evaluation revealed a loose door lock and torn rubber foot.